Event description:
It was reported that there was intermittent t-wave oversensing (twos). Ventricular fibrillation was improperly detected due to the twos resulting in delivery of anti-tachycardia pacing (atp) and an inappropriate shock. Settings were reprogrammed for the right ventricular (rv) lead and the lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.